Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead x2 implanted: (B)(6) 2003; 4193 implantable pacing lead implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The data gathered during the visual and dimensional inspection, and review of the manufacturing data did not show any abnormal results. Analysis revealed the rapid loss of output just prior to reaching eri was caused by irreversible lithium isolation from the current collector in the battery¿s anode assembly, which occurred just prior to eri.

Event description:
It was reported that the customer complained the device was not at elective replacement indicator (eri) one month ago when upgrade was scheduled. However, during hospital visit, the patient exhibited low heart rate and device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was milled open for analysis. Visual inspection showed no anomalies. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.